Event description:
When attempting to remove foley, nurse was only able to remove 2.5 cc sterile water. She was therefore unable to deflate the balloon. Foley was cut, but rptr was still unable to deflate. Bulb deflated by urologist 8/19 by inserting a small needle which deflated balloon. (This report is same as report number 1003239).